Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Catalog numbers and lot codes of other devices listed in this report: 5515-f-501, triathlon ps fem component, cemented, lot: dee3xd. 5521-b-500, tri ts baseplate size 5, lot: exh3za. 5551-g-350-e, triathlon asymmetric x3 patella, lot: 6av2. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that the patient's left knee was revised due to infection. A 5x11 ts insert was revised to a 5x11 ps insert (rep reported the reason for the change in the type of liner was due to the surgeon wanting a less constrained option for the liner as the patient's soft tissue healed well).